Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the installation after the repair of the subject device, the error e105 which indicated the subject device was broken down occurred. Also when turning on the subject device, light was low. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india. Olympus india checked the subject device and found that the reported phenomenon was duplicated due to the failure of the failure of the led unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it was assumed that the reported phenomenon was attributed to accidental failure of the led unit. Omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information becomes available, this report will be supplemented.